Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus performed a function testing using a representative device and confirmed that if the biopsy valve is improperly attached, the biopsy valve comes off the endoscope when the endo-therapy accessory is removed. Based on the results of the investigation, the most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device. Since the customer indicated that three respiratory tests were performed on the event date, and it is currently unknown which of the three cases involved the biopsy valves that may have caused the foreign material to be deposited in the scope, three reports for the biopsy valves have been filed. The following patient identifiers are linked: (B)(6).

Event description:
It was reported that during a respiratory endoscopy procedure using the guide sheath, biopsy valve, and bronchovideoscope, a black foreign material was observed to fall into the patient's trachea under the endoscopic image when the subject guide sheath kit was pushed out of the bronchovideoscope's forceps channel. It took about 40 minutes while attempting to retrieve the foreign material while pulling out the guide sheath and applying suction but it was reported that they lost sight of it when brought it to the pharynx. The procedure was then completed with a similar device. Additional information was received indicated that the foreign material seemed to have been removed from the trachea. There were no further reports of patient harm.